Event description:
It was reported, that a female underwent a revision surgery due to the nail fracturing 8 months post op.

Manufacturer narrative:
Add'l information has been requested and if received will be provided on a supplemental report.